Manufacturer narrative:
The manufacturer previously reported a ventilator sound abatement foam allegedly became degraded and caused nausea, cough, dry throat and seizures. There was no report of the patient receiving medical intervention. Correction to section h1: serious injury.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator sound abatement foam became degraded and caused nausea, cough, dry throat and seizures. There was no report of the patient receiving medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a ventilator sound abatement foam became degraded and caused nausea, cough, dry throat and seizures. There was no report of the patient receiving medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.